Event description:
It was reported during a laparoscopic appendectomy the 512s would not engage. The safety shield button would not stay down. There was no consequence to the pt. 5/22/97 rep responded there is no instrument to return. The case was completed with another trocar.